Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2022, the patient underwent an unspecified procedure and a buried bumper was found embedded in the stomach lining. The patient was prescribed an unknown oral antibiotic for 10 days. The surgery to remove the buried bumper and replace the peg-j tubing has not been scheduled yet.